Event description:
Defective catheter kit. Mtg ez-advancer closed system intermittent catheter-kit. Hard-plastic top of bag was not attached fully. When taking the cap off, the plastic top came off the bag, exposing the small green plastic ring. Cath kit was thrown away and was not used on the patient. A new kit was obtained and the patient was cathetered safely. FDA safety report ID # (B)(4).